Manufacturer narrative:
An event of a peri-device leak during a 3-month follow-up was reported. It was reported that no intervention was required. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Imaging was provided by the filed and was reviewed. The 90-day CT appeared to show leak which filled entire laa. The disc appeared to be on the ridge, but it did appear to have a slight shoulder on the mitral side for a possible leak to enter. The stabilizing wires did not appear to be in contact with tissue. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that a 28mm amplatzer amulet left atrial appendage occluder was implanted on (B)(6) 2023 using a 14f amplatzer torqvue 45x45 delivery sheath. On (B)(6) 2024, a peri-device leak was detected on computed tomography (CT) scan during a 3-month follow-up. The CT showed full contract opacification of the left atrial appendage. No intervention was required. The physician stated that it was possible for the device to have migrated but it is currently unknown. The patient status was stable.

Event description:
It was reported that a 28mm amplatzer amulet left atrial appendage occluder was implanted on (B)(6) 2023 using a 14f amplatzer torqvue 45x45 delivery sheath. On (B)(6) 2024, a peri-device leak was detected on computed tomography (CT) scan during a 3-month follow-up. No intervention was required. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.